Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-1558, 1560. It was reported the pt was experiencing a heating discomfort at her ipg site while charging. A new le charger was sent to the pt to address the issue. The pt stated she could not try the new charger since the area around the ipg was too sensitive to touch. It was also reported the pt was experiencing a shocking pain near her ipg and in her back with stimulation on and off. F/u info identified the pt went to the ER due to back pain on (B)(6) 2013. The pt reported the skin around her ipg site is discolored. Add'l f/u identified the pt's entire scs system was removed. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.